Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 -6.0/3.0/088 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was explanted on (B)(6) 2024 due to significant reduction of iridocorneal angles, pigment dispersion, and excessive vault. In a second surgery on (B)(6) 2024 an addition of a new pi and a shorter length lens was implanted. Problem was resolved.

Manufacturer narrative:
H6 - health effect clinical code 4581: significant reduction of irido-coneal angles, pigment dispersion. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).